Manufacturer narrative:
Qn#(B)(4). The customer returned one arrow raulerson syringe (ars) and introducer needle for evaluation. Initial visual analysis did not reveal any defects or anomalies. After the ars failed functional testing, the handle was broken to examine the valves inside. The valve mechanism consists of two bi-lateral valves and a spacer. A small puncture hole was observed in the both the distal and proximal valves. Slits were present in both valves. The returned sample was functionally tested in accordance with the instructions-for-use (IFU) provided with this kit. The IFU instructs the user, "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate." The syringe was unable to successfully draw and aspirate water with the returned introducer needle attached (per amrq-000113 rev 3 req 6.1). The module requirement document for raulerson syringes (amrq-000113 rev 3) was reviewed to determine requirements for air/water leakage. The document notes a deviation from iso 7886-1: "the freedom of air and liquid leakage past the piston requirement is design restrictive and is intended for an injection-intended syringe, not the ars. The opening in the center of the piston that allows passage of the inner cannula prohibits the ars from meeting the pressure and vacuum requirements as dictated by the standard. However, because the intended use of the ars is to allow aspiration of blood to ensure venous placement of the introducer needle and to aid in the insertion of the spring wire guide, the leakage requirements of a standard syringe are not applicable to the ars." A vacuum test was performed on the ars syringe in order to verify that the internal valves within the plunger body was intact. With the plunger body at the bottom of the syringe, the tip of the ars was occluded, and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released but did not snap back into a position = 1cc from the starting position. Therefore, the internal valve or the ars is not functioning as intended. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The issue of the ars leaking was confirmed during functional testing of the returned sample. The returned syringe failed the vacuum test. Further examination of the valves revealed a small puncture hole in both of the valves. A device history record review performed on a potential lot did not reveal any relevant findings. A CAPA has been initiated to further investigate this complaint issue; corrective actions have not yet been implemented. Teleflex will continue to monitor and trend reports of this nature.

Event description:
It was reported the user was unable to draw blood with the ars syringe. The user opened a new kit and was able to draw blood. No patient harm reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the user was unable to draw blood with the ars syringe. The user opened a new kit and was able to draw blood. No patient harm reported.